Manufacturer narrative:
Please note that this event was reported in medwatch #3013164176-2020-00006. Details of the event required a separate medwatch submission for the contralateral leg component, as such this medwatch is being submitted. Patient medications include but are not limited to: warfarin (B)(4).

Event description:
On (B)(6) 2019, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2020, the patient was diagnosed with a proximal type I endoleak and a distal type I endoleak associated with the contralateral leg component on the left side. On (B)(6) 2020, the patient underwent reintervention and the left hypogastric artery was coil embolized and covered with an additional contralateral leg component; and proximally a gore® excluder® aortic extender component to extend coverage of the trunk. The physician believes extensive calcium in the neck and the left common iliac artery may have held the graft off the wall and contributed to the endoleaks. Additionally, it was reported that the patient being on warfarin may have been a contributing factor for the endoleaks. The patient tolerated the procedure with the distal type I endoleak having been resolved. Resolution of the proximal type I endoleak was indeterminate and the patient will undergo repeat computed tomography angiography in three weeks.